Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 7425, serial # (B)(4) determined there were no significant anomalies. Normal output was observed during interrogation of the ins. Good, stable output was observed on all electrode pairs.

Event description:
It was reported that the pt experienced a shocking sensation at both implantable pulse generator sites when interrogated. Both devices were explanted and replaced. Refer to MFR report# 3004209178201106780.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.